Event description:
Asku

Event description:
It was reported that the right ventricular lead dislodged and was repositioned one day after implant. The lead dislodged again and was replaced four days later. It was also reported that there was the possibility of infection. The device was removed and replaced due to the possibility of infection. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. It was also noted there was blood/body fluid on the outer tubing overlay, inner tubing was kinked/buckled, outer tubing overlay was breached cut, blood in/on helix/lobe mechanism (sleeve head), blood in/on helix/lobe mechanism, and apparent explant damage. The device is part of the advisory for this model.